Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.